Manufacturer narrative:
(B)(4). D10: 803304002 40mm +0mm 12/14 universal trial head unknown 803304001 40mm -3.5mm 12/14 universal trial head unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial head is leaving residue on the z1 implant trunnion after trialing. No known impact or consequence to the patient. The product remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 . Suggested component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified implanted stem with unknown markings on the top of the stem. The provisional heads exhibited what appeared to be wear. Devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.